Manufacturer narrative:
Patient weight unavailable.

Event description:
A lead extraction procedure commenced to remove two leads: a right atrial (ra) and a right ventricular (rv) lead due to non function. An existing left ventricular (lv) lead was present in the patient's body as well, but was not targeted for extraction. Using a spectranetics lead locking device (lld) and a 14f glidelight laser sheath, the physician attempted to extract the rv lead first. He met stalled progression, so turned attention to the ra lead. Progress almost to the tip of the ra lead was successful; however the lead was not removed. The physician chose to upsize to a 16f glidelight and focused effort again on the rv lead. Slow steady progress was made to the superior vena cava (svc)/ra junction. They were then going to go back to the ra lead; however, the patient's blood pressure dropped and an accumulation of blood was detected in the pericardial space. Rescue efforts were immediate, including rescue device and CPR. A pericardiocentesis was performed with 150cc blood return. The patient initially recovered for a bit, then the blood pressure dropped again despite use of pressors. The decision was then made to perform a sternotomy. A superior vena cava (svc) tear was discovered. Repair began to the tear; however, the patient started to go into ventricular tachycardia and was shocked several times in the rescue effort. They continued rescue efforts after the repair was complete but they had difficulty stabilizing the patient's heart rhythm. The surgeon ultimately stopped efforts. The patient died. There was no alleged malfunction of any spectranetics devices in use during the procedure.